Event description:
It was reported that an 8f angio-seal vip was deployed in the common femoral arteriotomy (cfa). Hemostasis was achieved. The patient was sent to the floor and was discharged. Three days later, the patient returned to the cath lab with a cold right leg. An angiogram of the right leg revealed blockage in the right common femoral artery and the patient was sent to the operating room. The angio-seal was removed. The patient has recovered and has been discharged.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.